Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used in the distal esophagus during a hemostasis procedure performed for esophageal varices on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The same event happened with the second clip and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.